Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address necrosis, alval and recurrent dislocation. Patient had a dislocation on oct 01, 2016 which was reduced. There were no revision details provided. Clinical notes reported discomfort, walking difficulty and inflammation. Radiology report shows alval. Pathology result reported hyalinised necrotic tissue with extensive fibrin deposition. Metal ion levels are below 7ppb. Doi: (B)(6) 2008; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email notification received. The patient was revised to address pain,discomfort, soreness, dislocation and elevated metal ions. Doi: (B)(6) 2008; dor: (B)(6) 2016; left hip (pinnacle). Patient is bilateral, see pc-(B)(4) for right hip.